Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failure occurred. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device failed pressure transducer test during pre-use check. The pressure transducer boards were checked and have been replaced. The issue has been resolved and the device was delivered to the user in working condition. Pressure transducer printed circuit boards measure the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure. Since no parts were returned for investigation and no logs were provided, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).